Event description:
It was reported that the patient's vns device was not being interrogated by the programming system. Further investigation revealed that the patient has been referred for generator replacement.